Event description:
It was reported during an unspecified procedure the camera head had image disturbances during use. The image briefly disappeared during the examination and then reappeared. The procedure was completed with the same device. There was no patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. The device evaluation found due to damage on cable unit, noise occurred and no image was displayed. In addition, the following reportable malfunctions were identified during the device evaluation: the camera head unit was cracked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the of the intermittent/no image and the cracked camera head unit was not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.